Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a no disposable error occurred. The patient had attempted to change the cassettes, to no avail. No visible damage to cassette observed by patient, reported it as 'normal', but did say the one cassette earlier in the week had a deformed bladder. The helpline was able to resolve the error for the patient. No patient injury was reported.